Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported the clamp broke while opening the clamp. While loosening the clamp, the washers popped off and ended up in the patient. The washers were retrieved and the patient, nor the surgery were affected according to the surgeon. Return requested. Replacement device shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site reported a damaged spine clamp. The spine clamp washer separated from the instrument. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 2 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction to lot# and mfg date. The suspect clamp was returned and evaluated. Results as follows: as reported, the retainer ring on the adjustment screw has been pulled off. The adjustment screw had to have been turned beyond the limit of the clamp travel to pull off the retainer ring. Otherwise, the clamp is in good condition but not usable missing the adjustment screw retainer ring. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A new clamp was sent to the site for issue resolution and the medtronic field rep has instructed the site on proper use of the device.